Manufacturer narrative:
Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and functional testing and the indicated failure mode for hub leakage with the incident lot was observed. Blood was observed to have leaked from the hub. A draw test was conducted using colored water and a new tube and the device was unable to draw sufficiently as air was being drawn in from the hub. Under a microscope a crack was found on the hub. Bd was unable to determine a definitive root cause for the cracked hub. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "during blood collection, a hissing sound occurred with a reduction of blood flowing. A small amount of blood also leaked.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "during blood collection, a hissing sound occurred with a reduction of blood flowing. A small amount of blood also leaked."